Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). During follow-up correspondence with the facility, the reporter stated that the pt was told to follow-up with her pcp as an outpt. The reporter did not know who the neurologist is for the outpt follow-up and does not know who the anesthesiologist was for the procedure. There is no sample available for evaluation. Without the actual sample or lot number, thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility through medwatch number (B)(4): anesthesiologist attempted to insert an epidural catheter during labor. The physician noticed that the tip of the catheter was missing once she removed it. Post operatively, neurologist was consulted and the pt remained asymptomatic; the pt was to be followed up as an outpt by the neurologist.